Event description:
It was reported that on (B)(6) 2014 the patient presented with stable angina. Two lesions were treated in the proximal to distal left anterior descending (lad) artery with mild tortuosity. The proximal lesion was first treated with a non-abbott rotablation device and a 3.0x26 mm non-abbott stent and a 2.0x18 mm xience xpedition stent were implanted. The distal lesion was then treated by implanting a 2.0x23 mm rx xience xpedition stent. The procedure outcome was good and the patient was discharged on aspirin and plavix. On (B)(6) 2014, the patient presented with resting angina, electrocardiogram and echogram changes were noted. Angiography revealed in-stent thrombosis in the distal lesion, in the 2.0x23 mm rx xience xpedition stent only. The thrombosis was treated with balloon angioplasty with an optimal outcome. The patient had been compliant with dual antiplatelet drug therapy (aspirin 100 mg and clopidogrel 75 mg daily)after the index procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina and thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.